Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the purge pressure high cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
Corrected data d4 serial number updated/corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella rp flex, the device alarmed for ¿high purge pressure.¿ it was observed that the purge pressure was 1095 mmhg and the purge flow was 1.6 ml/hr. No kinks were observed in the purge lines or catheter. The nurse reported that the plan was to explant the pump later that day and would discuss the possibility of adding tissue plasminogen activator (tpa) to the purge solution with the physician. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. It was reported that the device was discarded and is not expected to be returned for investigation.